Event description:
It was reported that the transfer set disconnected from the cassette during peritoneal dialysis therapy. This occurred during an unspecified process step in peritoneal dialysis therapy. The patient woke up disconnected from the setup. The technical service representative assisted the patient in ending therapy. The patient planned to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Therefore, the reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.